Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case cracked by the tube holder, front corners top case cracked by the tube holder and front corners and plunger head cracked by all screws. Event history log review was performed and found there was check clutch/ plunger lever error in history. Visual inspection and flow testing were performed. The customer's reported problem was confirmed. According to the investigation the reported problem was caused by the pump being dropped causing damage to top case and broken tab off the position pot. According to the investigation this issue is a result of the customer's physical damage to the device. Service's replaced the pump top case and position pot to correct the reported problem.

Event description:
Information was received indicating that the housing of the smiths medical medfusion pump was dropped and cracked. It was also reported that the pump could not read the syringe and the pump had stopped. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.